Event description:
It was reported to philips that the heart start xl defibrillator recommended a shock in AED mode when the ventricular tachycardia rhythm was less than 160 whereas, when the ventricular tachycardia rhythm was greater than 160, it did not. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).